Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that 'something was shorting out' because the patient's ins shut off while they were recharging it. The patient noted that this happened every once in awhile, and that they could turn it back on with the ins recharger and it would keep charging. Follow-up was conducted with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they think they may have 'done something to the brain of the recharger' when the cord got caught in their chair. The patient reiterated how the ins recharger was turning the implant on and off by itself. The patient had their hcp check the implant and everything seemed okay so it is the rechargers fault. The patient mentioned they were in severe pain for 4 days and went to adjust settings but they saw no lightning bolt. However it was then confirmed with the patient that they were seeing a lightning bolt on the insr while recharging. How the buttons work on the insr/pp were reviewed with the patient but they stated that they have had the device since 2009 and wanted to speak with repair. The patient was redirected to repair and it was reported that the patient was going to get the implant checked out by the hcp/rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the cause of the ins shutting off was due to the broken antenna (see related pe) and that the replacement of the antenna resolved the issue. No further complications were reported.